Event description:
On a marketing telephonic inquiry, from ergomed, inc. An rn at a hospital indicated the b7048 tube restraint was not "holding" "to the pt's skin properly". The inquirer was mistaken as the tube restraint has no adhesive. The reporter explained this to the inquirer and the inquirer said "wasn't interested" in this product.